Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 450 mg/dl with polydipsia, polyuria, nausea and large ketones associated with a loss of prime issue. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the user used a cartridge from another box, changed the cartridge since the loss of prime started and the issue had occurred with at least 3 separate cartridges from 2 separate boxes. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a loss of prime issue.

Manufacturer narrative:
Follow-up #1 date of submission 12/09/2016-device evaluation: the pump has been returned and evaluated by product analysis on 11/09/2016 with the following findings: a review of the black box indicated a loss of prime warning occurred (B)(6) 2016 at 10:51 and deliveries resumed at 12:48. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no errors, alarms, or warnings occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The pump cover was removed and no defects were found to the force sensor assembly. The force sensor calibration was found to be within required specifications. The complaint could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked and the base of the pump casing was cracked. (B)(4).